Manufacturer narrative:
Product event summary: two image files were returned and analyzed. The images showed a pulseselect catheter with the loop knotted around the guide wire lumen tip. In conclusion, the reported issue of a catheter array knot was confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter took unusual positions. The loop of the catheter was in a closed position, with the space between electrodes 1 and 9 not visible. A tight knot was found at the nose of the catheter. The catheter was attempted to be retracted into the sheath, and the catheter loop was rotated to remove the knot, but it was unsuccessful. The catheter had to be removed from the left atrium using force to get the knotted part inside the sheath. The knot was confirmed to bevery tight upon removal. The catheter was replaced which resolved the issue. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.